Event description:
An email was received regarding a spinning spiros with the list number 011-ch2000s-pc in which it was reported that at least in two occasions, upon being connected, the spiros began to drip continuously. There was patient involvement, but no harm. This is report two of two.

Manufacturer narrative:
B3 - date of event - only one date of event was provided, the event date 11mar2026 has been used as a placeholder. The device is not available for evaluation. The investigation is pending completion. Upon completion a supplemental MDR will be submitted. Possible lots with expiration and manufacturing dates: lot#: 14113633 exp. Date: not found manufacture date: not found lot#: 13963263 exp. Date: not found manufacture date: not found lot#: 14279483 exp. Date: 1/1/2030 manufacture date: 1/20/2025 lot#: 14279452 exp. Date: 1/1/2030 manufacture date: 1/16/2025 lot#: 14522411 exp. Date: 8/1/2030 manufacture date: 8/5/2025 lot#: 14169252 exp. Date: 10/1/2029 manufacture date: 10/9/2024 lot#: 13992233 exp. Date: 5/1/2029 manufacture date: 5/1/2024 lot#: 14396967 exp. Date: 4/1/2030 manufacture date: 4/29/2025 lot#: 14523571 exp. Date: 8/1/2030 manufacture date: 8/6/2025.

Manufacturer narrative:
A video was provided showing leakage from the connection of the 011-ch2000s-pc spinning spiros and a microclave. The reported complaint can be confirmed. The probable cause is unknown. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The device history report (DHR) for the possible lot numbers were reviewed and no nonconformities were found that would have led to the reported complaint.